Event description:
Clinical study. It was reported that over 3 years after a coronary drug eluting stenting treatment procedure the patient experienced angina symptoms. The lesion being treated in the index procedure was a 3.0mm, 80% stenosed, 13mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 3.0x16mm drug eluting stent in the target lesion with 0% residual stenosis following stent placement and post dilatation. More than 3 years after the initial procedure the patient experienced angina and was admitted to the hospital and treated medically with unk medication. The adverse event was resolved without further treatment.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.